Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer powers on unit with error 133.6090. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer powers on unit with error 133.6090. ¿ customer recognizes error 133.6090 at powering on the 8015. ¿ customer has swapped the I/o board assembly, and receiving the same error. ¿ assisted customer to identify problem fault to the logic board for repair/replacement. ¿ customer to send the device in for service level 1 repair. ¿ they will call back, if they have any further concerns.